Event description:
The patient experienced a loss of therapeutic effect. He was unable to adjust neurostimulation. There was no incident or accident related to the complaint. The patient was seen by his hcp. The implantable neurostimulator was replaced. Afterward, the patient was no longer having problems with his system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.